Event description:
Ventilator used to transport pt from e.d. To cat-scan filed and shutdown. Pt was manually ventilated with ambu and 100% ambu. Ventilator was removed from service and sent to bio-med for evaluation.